Manufacturer narrative:
Import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 01-jun-2020 for "brush stuck/broken in channel during cleaning" involving the pentax medical video duodenoscope model ed-3490tk, serial number (B)(4). The information provided initially indicated that a pentax cleaning brush was stuck/broken in the channel of the duodenoscope during reprocessing. The brushes were found to be manufactured by xograph. There was no report of death or serious injury associated with the event. The loaner endoscope was received by pentax medical for evaluation on 28-jul-2021. The loaner endoscope is pending evaluation and investigation. Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.

Manufacturer narrative:
Evaluation summary: this is an event in which a foreign matter such as a brush clogs the pipe. The cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action. The event was not a clogged foreign object that was unknowingly used on the next patient, but was successfully detected and a complaint was reported.